Event description:
It was reported that a suction loss during laser fire occurred using the patient interface. The procedure was switched to photorefractive keratectomy (prk). No patient injury and/or complications were reported.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h4 - in the initial report the device manufacture date was submitted as sep 7, 2022 however, the correct date is sep 6, 2022. Additional information: device evaluation: one (1) opened patient interfaces received within original packaging confirming the reported lot number. Syringe was not included with the return. A visual inspection of the gripper ring did not reveal any obvious defects or damage. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.